Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient has undergone an uphold procedure on an unknown date. According to the complainant, on (B)(6) 2014, the patient had granulation tissue and mesh exposure in the vagina. She was prescribed with vaginal estrogen cream. Follow up examination was done on an unknown date and there was no evidence of mesh erosion. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that the patient has undergone an uphold procedure on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient had granulation tissue and mesh exposure in the vagina. She was prescribed with vaginal estrogen cream. Follow up examination was done on an unknown date and there was no evidence of mesh erosion. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.